Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
We are encountering difficulties with trocars with balloons. Several times a surgeon had to deal with issues of leakage of the balloon and/or burst of the balloon. He must fix the balloon with threads to be sure it is maintained. There was no patient injury.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Revision of fmea-11-087 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
We are encountering difficulties with trocars with balloons. Several times a surgeon had to deal with issues of leakage of the balloon and/or burst of the balloon. He must fix the balloon with threads to be sure it is maintained. There was no patient injury.